Manufacturer narrative:
The manufacturer's service representative directed the customer through how to fix the cable over the phone. The system is operating as intended.

Event description:
The customer reported that the 7900 monitor cart would not boot up. No patient injury was reported.